Manufacturer narrative:
Additional information was received that the patient's ipg was no longer functioning. The patient underwent an ipg replacement procedure. No device malfunction suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient's ipg had charging and communication issues. The patient will undergo a revision procedure.

Event description:
A report was received that the patient's ipg had charging and communication issues. The patient will undergo a revision procedure.